Event description:
(B)(6) received notification from a field clinical specialist that a patient underwent a valve-in-valve procedure. As reported, a 20mm tavr valve was deployed inside existing 19mm surgical valve. Post dilatation with 22mm true¿ balloon (bd) was performed. The valve was fractured at 22atm and the true balloon ruptured. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).